Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-jan-2019 with the following findings: during investigation, the keypad cover was observed to be intact; no damage or peeling was observed. All of the keypad buttons were unresponsive to button presses during testing. The keypad cover was removed and there was no evidence of contamination funder the button contacts. There was evidence of moisture found inside the pump: moisture corrosion on all boards, on display, and near the keypad connector. Unrelated to the complaint, the bolus button was found to be torn/punctured. A leak test revealed a leak in the bolus button and in a crack in the pump case.